Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2020, the central monitoring is reporting that the central and bedside is not alarming for all pauses. The only two alarms occurred at 12:10pm and 12:11pm on (B)(6) 2020 but many should have occurred from 10:54am-2pm. According to the staff, the pause threshold is set to 2.0 seconds. No injury was reported as a result of this event.

Manufacturer narrative:
No failure found. The ics database and 91496 module did not generate pause alarms for several brief events that did not meet the criteria for triggering an alarm. We expect alarms would have been generated if any of these high priority asystole pauses were longer than 5 seconds in duration. The device functioned as expected. The customer continues to use the involved devices without recurrence. This investigation is considered close. H3 other text: placeholder.